Manufacturer narrative:
As reported, the anchor remained inserted with no adverse effects reported. In this instance, without the actual product, an evaluation could not be performed and the root cause of the reported anchor breakage was not able to be determined. (B)(4). A review of the device history records (DHR) for this lot shows there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to the reported problem. A review of complaint history since the release of this device in dec-2015 showed a total of (B)(4). To date, there have been no patient long term adverse effects reported for this product family since its release in dec-2015. The reported problem will continue to be monitored via the complaint system to ensure product safety. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The tenolok anchors were released in dec-2015 and the use of this product is very technique dependent. The instructions for use (IFU) provides the user with the following contraindications, warnings, and precautions. Contraindication: - pathological conditions of bone which would adversely affect the tenolok tenodesis anchors. Warning: - preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. Precautions: ensure the anchor is properly seated on the driver tip prior to and during implantation. Ensure the free ends of the suture are securely locked in place around cleat on delivery handle. Avoid lateral loading while inserting the device. Maintain proper alignment during insertion of the anchor and disengagement of the delivery handle. Proper orientation and alignment of instruments is important during implantation of the tenolok tenodesis anchor to minimize possible breakage of the anchor. Breakage of the device is possible if: the bone preparation device is not inserted to the proper depth; the device is not properly aligned with the pilot hole; the device is loose or not securely attached on the delivery handle; the device inserter is used for prying; the device is advanced too deep; a small amount of forward pressure is not applied while rotating the handle. Device remained inserted.

Event description:
The user facility reported that during a biceps tenodesis procedure and upon insertion of a 6mm tenolok tenodesis anchor, the implant "was sitting proud" because it could not be buried any further in the socket against the posterior cortex. The surgeon tried to force it in thus cutting the tendon in half by pinching the peek against the tendon into the posterior cortex. To complete the surgery, the surgeon whip stitched the tendon back together and augmented with additional sutures. The implant remained in the socket with torn tendon behind it. Other than the remedial action taken by the surgeon and a 10-minute delay, the procedure was otherwise completed with no other injury to the patient. Follow-up with the user facility revealed that the patient's latest outcome is great with no adverse effect reported.